Manufacturer narrative:
The reported problem could not be duplicated. The unit passed performance verification testing for delivery accuracy, occlusion testing and long term testing. A sticky door switch was noted, and the device was missing the ac cord. These findings are not related to the reported event. The frequency of death or serious injury reports related to code 102 (overdelivery) for lifecare pca is approximately 2.01/million sets.

Event description:
Report rec'd by account biomedical engeering dept stating: "possible malfunction. The pt rec'd 30 mg morphine in 4 hours. Pt and family deny pushing button". No further info was available. Device settings were not available. Multiple attempts to obtain more info have not been successful. Biomed supervisor states the safety officer has not provided any info and no written documentation is available. The pump performed accurately during biomed testing procedures.